Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral / incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral / incisional hernia repair surgery on (B)(6) 2010 during which the surgeon noted ¿the previously placed mesh, noted to have become loose. Also underlying adhesions which were taken down.¿ it was reported that the patient underwent recurrent ventral/incisional hernia repair surgery on an unknown date. It was reported that the patient experienced severe pain, adhesions, inflammation, recurrence scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.